Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited error e226, accompanied by color tone changes, image noise, and intermittent disappearance of the image display. There were no reports of patient harm.